Event description:
One week old neonate in the nicu had a PICC line placed. On (B)(6) 2022, PICC line was ordered to be pulled back 3cms. Infant dressing removed per protocol using dressing change kit and wearing sterile gloves, hat, mask, and goggles. Upon removal of tegaderm, the line appeared intact, but when removing white hub guard near insertion site line to found to be in two pieces around the 4 cm mark. Part of line still attached to hub guard and part of line was free. Line grabbed with tweezers and slowly removed. Full length of catheter accounted for upon removal. Second PICC nurse to bedside to assess. Medical team made aware of findings. Ordered piv to be inserted and dose of vancomycin given. New PICC line to be inserted later that day. Meets for pa act 13 for serious event. FDA safety report ID# (B)(4).